Event description:
It was reported that a minimum fill notification was encountered. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. They successfully reloaded the cartridge, and the pump resumed insulin delivery.